Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir and found 1st o-ring out of the groove. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into paradigm insulin pump. Conclusion: reservoir leak passing 2nd o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir had leak past 2nd o-ring. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.